Event description:
On 07/30/1998 the manufacturer learned that the patient was found to have a pseudoaneurysm, which the health care professional attributed to the patient's coughing. The patient was taken to surgery where a 1 cm tear was identified and repaired. The infection (reported in first medwatch submitted 07/22/1998) reportedly completely resolved after the antibiotic course. There has been no further report of complication or patient sequelae.